Event description:
It was reported that during patient follow up, an alert for lead impedance out of range was observed. Noise was also noted. Lead remains implanted. Patient condition after the event was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.